Event description:
The cortrak corflo ultra-lite enteral feeding tube with transmitting stylet was being placed as feeding tube. It probably went into the trachea, pt pulled out the tube himself, decompensated and upon intubation bloody trachea, unsuccessful code.

Manufacturer narrative:
Numerous attempts have been made to contact the hospital, to obtain additional info with no response.